Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also reported that the act and down arrow button was working intermittently. The customer's blood glucose was 147 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened esc, act, down and up buttons dome switch. We inspected lcd connector and no unlocked connector noted. We were unable to perform the self-test, error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to button keypad anomaly. The insulin pump passed stop current test. No blank display anomaly noted. No damage found on lcd isolation tape noted. The insulin pump had minor scratched display window.